Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/17/2016 with the following findings. During testing, it was observed that the battery compartment had two cracks and the display screen was dim and discolored. Unrelated to these issues, the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.